Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review could not be completed due to the unknown lot number. D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date and involved a 60" (152 cm) appx 1.4 ml, pur yellow smallbore ext set w/microclave¿ clear, 1.2 micron filter, clamp, luer lock. It was reported that they have a patient that is running parenteral nutrition utilizing our infusion products. They are experiencing an allergic reaction each day shortly after starting the infusion, which resolves with treatment and does not return despite continuing this infusion. No noted product defects upon opening/unopened. There was patient involvement and patient harm.